Manufacturer narrative:
Correction - h6.

Event description:
Related manufacturer's reference number: 2017865-2021-37032. Related manufacturer's reference number: 2017865-2021-37033. It was reported that the patient presented to the emergency room. Upon interrogation, it was discovered that the right ventricular (rv) lead and the right atrial (ra) lead was exhibiting loss of capture and low pacing impedance. It was also observed that the pacemaker (pm) exhibited incorrect measurements and premature battery depletion. Prior to the procedure the leads were rechecked, and the physician believes that the rv cause for loss of capture was due to there being a subclavian crush. The physician opted to explant the pm and re-implanted a new pm on the patient left side. The rv and ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition pre, during, and post procedure.